Manufacturer narrative:
The unit that was involved in the event is undergoing testing and evaluation at pride. A follow-up report will be submitted once the evaluation is complete.

Event description:
Received a call from a provider alleging that his technician was delivering a unit and while he was extending the joystick controller, the port where the charging cord goes into the joystick controller started shooting flames out of the port. No injury reported.